Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system did not boot properly. The philips field service engineer (fse) inspected the system onsite and found that the keyboard and mouse were not working. The fse reset the usb extender between the technology room and control room by loosening and tightening the extender, then the keyboard and mouse worked properly. However, as a preventive measure, fse replaced usb extender in the technical room. Finally, the system functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.